Manufacturer narrative:
Implants unable to set in the drilled hole is considered in the risk management file and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure. These incidents do not involve serious injury and are not considered as safety issues.

Event description:
During surgery the implant did not set in the hole that had been drilled. Another implant was placed at a different site with success.